Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. The customer's blood glucose was 130 mg/dl. The customer does use the sensor feature. They were able to rewind the device. The customer did not remove the reservoir when they rewound the insulin pump. They were advised to remove the reservoir and proceeded the troubleshooting. The discontinuation of the device was advised. The customer stated that they were out working and will continue using the insulin pump. While on the phone they primed the device and delivered a bolus. The device did not alarm and seemed to be functioning properly. The bolus was delivered successfully. The customer was advised that for their safety the device still would need to be replaced. The customer understood. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. No motor error alarm noted. The motor passed the motor test. The device was received with cracked display window corner, reservoir tube lip, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.